Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for two patients. The customer re-ran the samples on a different instrument and the result was within the normal reference range. The initial elevated accutni result was reported outside the laboratory. There are no reports of any adverse patient consequences or any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse found all three aspirate probes dirty. Aspirate probes were cleaned. The fse checked the flow rate of aspirate probes, and determined that probes #1 and #3 were drawing slowly, indicating poor reaction vessel (rv) washing. The fse proactively replaced peripump tubing and flow rate was improved. The fse stated that the system check had been reflecting poor precision, prior to these repairs and that it contributed to the event. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.